Manufacturer narrative:
The user facility's rn contacted steris and was advised to have the patient admitted to the ER and to drink a large amount of water or milk as directed in the msds. The user facility stated that the patient was observed and discharged to go home later that day. The cal stat plus msds states: "ingestion: do not induce vomiting. Get medical attention. Do not give anything by mouth to an unconscious person. If conscious, drink a large quantity of milk or water." Steris is reporting this event as the user facility would not provide additional event information.

Event description:
The user facility contacted steris in regards to a patient that had swallowed cal stat plus. The patient swallowed approximately one cup of cal stat.